Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Data analysis was performed, and it was found that this patient was experiencing an increase in power consumption due to high rate atrial sensing. The device appears to be depleting normally. No adverse patient effects were reported. This product remains in-service.